Event description:
It was reported that the biomed called and stated that this arctic sun device loaner was giving alert 02 during use. Per additional information updated from the (B)(6) on (B)(6) 2025, it was reported that they already had the biomed look at the arctic sun device, but they were not able to help. Therapy started around 1600. They were getting alert 02 (low flow). Flow 0lpm, inlet pressure (ip) was -8.2psi, circulation pump command (cpc) was 0 percentage, cv 0. S/n (B)(6). Had nurse disconnect and reconnect the pads using proper technique and check for any kinks. The day nurse, came on the phone and said the pad did not have any velcro dots, so they were not sure if it was an issue with the pad. They got back on the phone, asked for clarification (were the straps missing, or just the dots on the pad). They were unsure as they had not inspected the pad yet. Flow rate (fr) was 0lpm, inlet pressure (ip) was -6psi, circulation pump command (cpc) was12 percentage, pump hours 1849.6, system hours 2262.8. Stopped therapy and disconnected pads. Started therapy in manual mode. Flow rate (fr) was1.8lpm, inlet pressure (ip) was-7.1psi, circulation pump command (cpc) was 50%. Asked nurse to inspect fluid delivery line (fdl). No visible signs of damage and properly seated. Reconnected the pad. Flow rate (fr) was 1.0lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage. Disabled manual control and resumed therapy, flow rate (fr) was1.8lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 35 percentage. Suggested sending device to biomed once therapy was complete for inspection. The values did get to normal range, but it took a longer period of time to stabilize than normal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. They were not sure if it was an issue with the pad. They got back on the phone, asked for clarification (were the straps missing, or just the dots on the pad). They were unsure as they had not inspected the pad yet. The lot number for this investigation is unknown. The latest labeling revision will be reviewed for this investigation. The labeling is found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed called and stated that this arctic sun device loaner was giving alert 02 during use. Per additional information updated on 22may2025, it was reported that they already had the biomed look at the arctic sun device, but they were not able to help. Therapy started around 1600. They were getting alert 02 (low flow). Flow 0lpm, inlet pressure (ip) was -8.2psi, circulation pump command (cpc) was 0 percentage, cv 0. S/n (B)(6). Had nurse disconnect and reconnect the pads using proper technique and check for any kinks. The day nurse, came on the phone and said the pad did not have any velcro dots, so they were not sure if it was an issue with the pad. They got back on the phone, asked for clarification (were the straps missing, or just the dots on the pad). They were unsure as they had not inspected the pad yet. Flow rate (fr) was 0lpm, inlet pressure (ip) was -6psi, circulation pump command (cpc) was12 percentage, pump hours 1849.6, system hours 2262.8. Stopped therapy and disconnected pads. Started therapy in manual mode. Flow rate (fr) was1.8lpm, inlet pressure (ip) was-7.1psi, circulation pump command (cpc) was 50%. Asked nurse to inspect fluid delivery line (fdl). No visible signs of damage and properly seated. Reconnected the pad. Flow rate (fr) was 1.0lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage. Disabled manual control and resumed therapy, flow rate (fr) was1.8lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 35 percentage. Suggested sending device to biomed once therapy was complete for inspection. The values did get to normal range, but it took a longer period of time to stabilize than normal. Per follow up information received via task on 17jun2025, as work order update, biomed has already ran a functional check and was getting good flow. Biomed sent the case file over and saw good flow for a neonate pad 1.4 lpm, but there were a couple times where the flow dropped and the system maintained psi at -7.0, suspect a kinked pad or user disconnected the pad for a short period of time might be to reroute tubing. Updated on 23may2025 biomed ran additional test after spoke and appeared the pressure transducer was having intermittent issues and was getting low flow again using a shunt, flow was 0.5 lpm and inlet pressure (ip) was -7.0, stopped the unit and removed the fluid delivery line (fdl) and it stayed at -3.0 psi. Spoke with nurse who confirmed they swapped to a second device and the patient completed therapy after a few days. Biomed picked up the first device.